Event description:
It was reported that a spectrum iq infusion pump alarmed constant air in line error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'constant air in line error' was not reproduced. A review of the event history log (ehl) revealed occurrences of 'air-in-line! ' messages. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of calibrations. The ultrasonic sensor will be recalibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.